Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etbf3616c145ee stent graft was implanted during the endovascular treatment of a 28mm abdominal aortic aneurysm (aaa). There were no issues encountered during the deployment. It was reported that during the index procedure the endurant main body stent graft divided into a double lumen. During angiography, it was observed that the proximal straight segment of the stent, which should normally present as a single lumen, appeared to have two lumens. Balloon dilation was performed, but it could only expand half of the stent space. Simultaneous dilation of 2 balloons was performed which resolved the issue. It was noted that based on the patient's aortic diameter, the stent graft size was not oversized. The physician suspected that the event may have occurred due to a suturing issue at the proximal end or infolding of the stent graft. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Additional information received: it was clarified that the double lumen persisted after simultaneous ballooning with two balloons. There was no significant decrease in blood flow or occlusion of the iliac arteries. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.